Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for unknown indication for use. It was reported that the patient had a problem with a previous pump that didn't work and had to be replaced. It was noted that no alarms had gone off with that pump. No patient symptom was reported. The date of the event was unknown. It was noted at the time of the report that the patient had two pumps prior to their currently implanted pump and it was unclear which pump the patient was referring to. No further patient complications have been reported as a result of this event.